Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked reservoir tube lip and case near the lcd window.

Event description:
The customer reported via phone call that they experienced high blood glucose of 480 mg/dl. The customer also reported that there was crack on the reservoir compartment. The insulin pump was returned for analysis.